Event description:
It was reported that a user on day four of ilet pump use expressed concern about fluctuating blood glucose, including an earlier high of 241 mg/dl, while current glucose was 109 mg/dl with a steady trend, during the system¿s learning period. Symptoms included perceived glycemic variability without reported clinical injury. Outcomes included user anxiety and a request for education, with no medical intervention, hospitalization, or alarms reported. Investigation included review of the user¿s bionic report and provision of troubleshooting and education regarding expected glucose fluctuations during initial pump adaptation. Investigation of this case revealed no device malfunction and findings consistent with expected behavior during early ilet training as the system learns meal dosing and insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was not determined beyond normal adaptation during early use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.